Event description:
It was reported by the patient that one day post implant, the physician realized that "a wire was not attached" and consequently "had to go back in." It was later reported by a company representative that the atrial lead dislodged overnight and the patient underwent a lead revision. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.